Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer that the pump's tubing was discolored (orange). The cause of the discoloration was not known. The customer changed the cartridge and infusion set tubing. The discoloration did not reoccur. The customer's blood glucose level was not impacted.